Manufacturer narrative:
H.6. Investigation summary: two photos were received and evaluated. Each photo depicted a loose integra syringe with needle attached and plunger drawn back between ½ and 1ml markings in a customer¿s hand. The syringe in both photos was empty of liquid. Small droplets were observed on the barrel wall in one photo. A ring-like residue was also observed between 0.1 and 0.2ml markings in both photos. The stopper was observed to have a slight wet appearance. The small droplets, the ring and the appearance of the stopper are consistent with silicone presence in the syringe. The stopper appeared normal with no pooling of silicone observed in its vicinity. It was not possible to determine whether the overall silicone quantity was normal or excessive based on the two photos provided. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found before use with a bd integra¿ syringe with detachable needles. The following information was provided by the initial reporter, "I just wanted to send this over as an fyi. One of our pharmacists noted several boxes of integra syringes that seemed to have condensation inside of the syringes when the box was opened. Images were provided to me, although I don't think the issue is very visible. We brought this box in via the distributor so we are reaching out to them to report the issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8324873, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-20. Medical device lot #: 8267667, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-24. Initial reporter: the customer's address is unknown:  new jersey (nj), USA has been used as a default.  Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd integra¿ syringe with detachable needles. The following information was provided by the initial reporter, "I just wanted to send this over as an fyi. One of our pharmacists noted several boxes of integra syringes that seemed to have condensation inside of the syringes when the box was opened. Images were provided to me, although I don't think the issue is very visible. We brought this box in via the distributor so we are reaching out to them to report the issue."